Manufacturer narrative:
An investigation was performed by reviewing the complaint text, instrument service history, tracking and trending metrics, system logs, and the current labeling for both the architect system operations manual the architect stat troponin-I package insert. Technical customer support reviewed the architect system logs and identified error 3350 unable to process test, aspiration error for (stat pipetter) at (stat sample) around the time the discrepant sample was run. No troubleshooting or part replacement was performed. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on this investigation, there is no indication of a deficiency of the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect stat troponin-I result of 1314 ng/ml was generated for a patient on (B)(6) 2017 at 9:20 p.m. A second sample was drawn at 10:33 p.m. That day and the result was negative at 0.009 ng/ml. The physician questioned the initial positive result. The initial sample was then retested at 11:27 p.m. And the result was negative at 0.005 ng/ml. No adverse impact to patient management was reported.